Manufacturer narrative:
Model number/catalog number:sc-8336-50, (B)(4), model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort and not getting adequate stimulation. The patient underwent an explant procedure.